Manufacturer narrative:
Investigation summary: investigation selection: investigation site:(B)(4). Selected flow: damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: a piece of about 12x12mm is broken off from the blue plastic handle, the fragment was not returned for evaluation. On the opposite site of the breakage is the handle cracked with clearly visible impact marks. In general is the device in an very used condition. The are numerous marks of hammer blows on top, the laser marking at the shaft is almost completely faded away and the thread flanks at the forefront are totally worn. Investigation conclusion: the complaint is confirmed as there is a piece of the blue plastic handle is broken off as complained. The device is in a very used condition, which indicates that it was often and intense used before it broke. This and the provided information let us exclude a manufacturing related issue. Based on the complaint description the root cause of the breakage is a mechanical overload caused by the mentioned fall on the floor. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Part #: 03.010.410. Lot #: l373021. Manufacturing site: (B)(4). Release to warehouse date: april 27, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2019, the impactor for proximal femoral nail anti-rotation (pfna) blade fell on floor and blue part has broken. Surgeon used non-gripping attune femoral impactor as alternative. There was no time delay and no adverse effect to the patient. Reported. No further details are available. This report is for one (1) impactor f/ pfna blade. This is report 1 of 1 for complaint (B)(4).